Event description:
It was reported that this newly implanted right ventricular (rv) lead on post implant follow up showed no capture at 7.5v (volts) at 1.0ms (milliseconds). The physician advised possible lead dislodgment and the rv lead was repositioned. The capture test after repositioning was 0.5v at 0.4ms. The procedure was completed successfully, and the rv lead remains in service. Outside of the revision, no additional adverse patient effects were reported.